Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. The complaint could not be confirmed. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 24221h, reader sn (B)(4). A repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range.